Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported post embolization treatment procedure, a small intracranial hemorrhage was noted at the nidus. The patient's avm was resected and no complications were observed.